Event description:
Boston scientific received information that during the implant procedure, this pacemaker and both right atrial (ra) and right ventricular (rv) leads exhibited high out of range pace impedance measurements greater than 2,000 ohms along with oversensing due to loose connection. No pacing inhibition was noted. Additional information indicated that the leads were reinserted into the device header numerous times but without success. A new pacemaker was then implanted and connected to the same leads and normal lead diagnostics were obtained thereafter. The leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.